Manufacturer narrative:
No physical damage to connector pins, cow catcher, or case was noted per visual inspection. No traces of moisture / contamination were noted at connector per visual inspection. Unit was able to charge properly. Unit passed functional tests including rf/ble communication test, downgrade, download, and accuracy test. Unable to confirm allegation of high bg's. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is 1 of 2 medwatch reports regarding this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced lost sensor alarm, change sensor/bad sensor, no communication pump to transmitter. The customer reported blood glucose value of 500 mg/dl. The customer reported hyperglycemia treated with insulin pump (subcutaneous insulin infusion). The event involved product(s) mmt-7040a, mmt-1884l, mmt-397a, mmt-7040a, mmt-7841zn, mmt-397a. The troubleshooting was partially performed. The insulin pump system was used within 48 hours of the reported high blood glucose event. The auto mode/smartguard feature was not active at the time of the high blood glucose event. No further patient complications were reported. It was unknown whether the customer will continue using the device. No product return is required for mmt-7040a. No product return is required for mmt-1884l. No product return is required for mmt-397a. No product return is required for mmt-7040a. No product return is required for mmt-7841zn. No product return is required for mmt-397a.